Event description:
26-month-old child with respiratory virus-associated ards/ air leak syndrome refractory to conventional mechanical ventilation placed on v-v extracorporeal membrane oxygenation support with a 19f dual lumen crescent ra cannula via the r internal jugular vein without complications. Cannula position was confirmed by fluoroscopic guidance at insertion and transthoracic echo immediately following cannulation (on ventilatory rest settings). She was extubated on extracorporeal membrane oxygenation day 3 and sedation infusions decreased to allow for spontaneous pulmonary toilet. Cannula tip was stable (t9 to 9.5) post-extubation with full lung collapse. Throughout the extracorporeal membrane oxygenation course, we had no issues with extracorporeal membrane oxygenation flow and utilized therapeutic anti-coagulation. On extracorporeal membrane oxygenation day 8, the extracorporeal membrane oxygenation cannula tip was at t9 on chest x-ray with some new spontaneous r-sided lung recruitment. Impaired extracorporeal membrane oxygenation flow due to negative venous pressures, unresponsive to volume administration was noted. Patient spo2 dropped from 80s to 60s with associated hypotension. Point-of-care ultrasound identified a large pericardial effusion as etiology for tamponade physiology. Anticoagulation was held. Bradycardia led to initiation of chest compressions as a pericardial drain was placed under us-guidance and 180 ml of blood was evacuated with improved extracorporeal membrane oxygenation flow, patient spo2, and hemodynamics. Code time was 20 minutes. Under us guidance, the extracorporeal membrane oxygenation cannula was retracted from edge of inferior caval-atrial junction to 1.8 cm away from inferior caval-atrial junction. A bedside open chest exploration was performed due to continued blood output (500 ml from the pericardial drain over 4-hours). The source of bleeding was difficult to identify. Eventually, pulsatile blood from 2 discrete holes in the inferior, posterior free wall of the right atrium was seen and the holes closed with good hemostasis. The extracorporeal membrane oxygenation cannula tip was identified in the middle of the ra by manual palpation before chest closure. Point-of-care ultrasound evaluation post-closure identified cannula tip 1.8 cm away from inferior caval-atrial junction. Chest x-ray showed tip at t7 with full lung collapse. Over the next few days, the patient remained stable off anticoagulation. Cannula tip was evaluated by chest radiograph daily and point-of-care ultrasound evaluation twice daily. On extracorporeal membrane oxygenation day 11, hypotension led to point-of-care ultrasound which again identified a pericardial effusion with cardiac tamponade as the etiology of hemodynamic compromise. Bradycardia ensued simultaneous to point-of-care ultrasound and chest compressions were initiated until the inferior portion of the sternal wound was re-opened evacuating pericardial blood. Hemodynamics stabilized and gentle pressure held in the sternal wound until patient moved to the operating room for formal chest exploration. The pericardial space was washed out, the previous repair was intact with good hemostasis. No further bleeding was identified intraoperatively. With an abundance of concern regarding lack of identified etiology of bleeding, the patient was returned to the picu with an open chest. Delayed sternal closure was performed a few days later. The patient remained off anticoagulation until extracorporeal membrane oxygenation day 21. At day 23, the patient is weaning from extracorporeal membrane oxygenation and we are cautiously optimistic that she will be liberated from extracorporeal membrane oxygenation by the end of the week. We are concerned that an additional three FDA reports with ra perforation in young children cannulated with the crescent ra have been filed. The proclivity for catheter migration with lung collapse and re-expansion or patient movement requires extreme attention to catheter position on an ongoing basis to avoid dangerous complications. Thus, our group is implementing twice a day point-of-care ultrasound cannula evaluation to identify cannula tip position. The need for continued vigilance of cannula tip position should be a warning that is hallmarked to users of this catheter.